Manufacturer narrative:
This device is used for treatment. Review of the previous revision surgery notes indicates that a size 13 articular surface was trialed which gave good stability. Trial components were removed and final components were implanted. The knee gave good stability in flexion and extension and good patellar tracking was noted. Post-operative diagnosis notes dated (B)(6) 2014 reports that the patient had no localized pain but had moderate effusion. Radiographic notes on the same date reported that there were no signs of any acute fracture of the implants and the knee had good alignment. Post-operative diagnosis notes dated (B)(6) 2014 reported that the patient had large taut effusion of his knee. No localized pain was reported and full extension was noted. The knee had swelling and the flexion was noted to be 90 to 95 degrees. No gross deformity was noted. It was reported that the patient underwent a second revision surgery for the left knee. The tissue build around the patella was cleaned during the second revision surgery and the articular surface was replaced with another one of same size. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to pain and instability.

Manufacturer narrative:
This report will be amended when our investigation is complete.